Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said they were charging their ins today and when they were done, "something happened" but they could not confirm what happened and everything was working as expected. Caller mentioned stimulation turned off by itself and confirmed they were able to turn stimulation back on. Caller seemed confused as to how to operate the controller. Caller also mentioned the date was displaying incorrectly and mentioned they took the battery out of the controller in the past before patient charged their ins. Patient services (ps) reviewed that could have been the cause of the date being incorrect. Ps walked caller how to set the date.